Event description:
It was reported that the patient was kicked out of the app but was unknown whether an alert or message was seen. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).